Event description:
According to the information received the reservoir had prolapsed into the groin area and was causing the patient problems. The pump also had migrated upwards and made inflation/deflation diffcult.